Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported infection was found two weeks after surgery. Hematoma, swelling, and continuous body fluid flow were observed. After washing and antibiotic administration the symptoms improved. The part numbers of the screws used to fixate the plate are unknown at this time. Additional details have been requested because it was reported there was no revision, however the customer also indicated the product was discarded.